Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Device buttons appear to activate without being pressed.. Caller reported pump makes sounds and vibration without her pressing buttons. Also with no manual command, without pressing any button, the pump displays the standard bolus screen. No adverse event alleged. A request was made for the return of the device.